Event description:
A pt (age and gender unknown) underwent a therapeutic flexible ureteroscopy for stone retrieval. The clinician was able to capture the stone with the zero tip nitinol basket. As the clinician began withdrawing the basket, the sheath, handle and scope were moving but the actual basket remained stationary. Upon removal of the basket wire and sheath, it was noted that there was approx 15cm or basket wire and the actual basket left in the kidney. Another zero tip nitinol basket was utilized to remove the detached portion of the basket. The pt did not sustain any ill effect or complication as a result of the event. The pt condition was noted to be satisfactory/good.